Manufacturer narrative:
Insulin pump received intermittent button response due to lcd unlock keypad connector. Unable to perform displacement test, off no power, basic occlusion, occlusion and excessive no delivery test due to intermittent button response. Unable to verify off no power and low reservoir alarm due to intermittent button response. Insulin pump received with scratched lcd window. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received missing end cap sticker. Device received with broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that the buttons had been sticking and unresponsive. Customer's blood glucose was 337 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.